Manufacturer narrative:
Additional information was received which indicated that the existing bioprosthetic pulmonary valve when it was implanted over four years ago, had been implanted within an existing 23 millimeter (mm) non-medtronic bioprosthetic pulmonary valve in the tricuspid position. The previously reported moderate insufficiency was clarified as moderate central insufficiency. Prior to the recent valve revision, the mean gradient was 9 mmhg and after the additional valve implant it was 2 mmhg. There were no specific anatomical factors that had contributed to the increased gradient. As reported, there was a gradient distal to the right ventricular outflow tract (rvot). The existing rvot valved conduit functioned ¿well¿. The bilateral branch pulmonary artery had stenosis and was ballooned successfully. No additional adverse patient effects were reported. Updated data: d4, h4, h.6 patient code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years, three months and eleven days following the implant of this transcatheter bioprosthetic pulmonary valve, implanted in the tricuspid position, an increasing gradient of 12 millimetres of mercury (mmhg) and moderate insufficiency were reported. The valve was replaced, valve in valve, with a second transcatheter bioprosthetic pulmonary valve placed in the tricuspid position. No additional adverse patient effects were reported.